Event description:
It was reported to resmed that a patient using an astral device passed away. The patient's mother reported the device alarms allegedly did not sound. Further information about the patient¿s medical condition and cause of death has not been made available to resmed.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).